Event description:
Nellcor puritan-bennett received a report that ventilator wouldn't cycle: read-out on screen said "warning equip error". Patient involved, no patient harm. Npb not authorized to service this unit.

Manufacturer narrative:
Npb not authorized to service unit.